Event description:
Pt's family member called medtronic minimed, USA and stated that while doing a set change on the pt's pump, they noticed a leak from a small hole about 2 inches from the site. In october 2002 maersk medical a/s received the complaint and 1 used tubing .